Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient was not feeling stimulation and had a loss of therapy. They noted that they had to change their clothes and bedding twice a day. They were not able to sleep because they had so much pain around the implantable neurostimulator (ins) site and it was bothering them all night long. It was found that the therapy was not turned on. They were able to turn the therapy back on and was feeling stimulation, noting it was on program 4 at 2.7. While syncing the programmer with the ins, they stated that they could feel the lump, which they were using to describe the ins. It was noted that the therapy had never been perfect. They were going to see if the loss of therapy would resolve now that the therapy was back on and would follow-up with a healthcare professional (hcp) if it did not. This was noted to be a sudden change.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.